Manufacturer narrative:
This report is associated with argus (B)(4), corega denture cleansing tablets. Corega denture cleansing tablets is marketed as polident tablets in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt denture cleanser 10791-02-001 (corega denture cleansing tablets) unknown for drug use for unknown indication. On an unknown date, the patient started corega denture cleansing tablets. On an unknown date, an unknown time after starting corega denture cleansing tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega denture cleansing tablets. Additional details: this case was reported from a consumer via call center representative on (B)(6) 2016. A male consumer of unknown age reported that he bought the denture cleaning product named corega in (B)(6) and swallowed it and he queried if he should visit hospital.